Event description:
It was reported that the patient received multiple inappropriate shocks which resulted in battery depletion. The device was explanted.

Manufacturer narrative:
No medwatch form was received.